Event description:
The event is reported as: clip was not loaded into the jaws properly. The problem occurred at the initial use of the device during a urological surgery. No pt injury reported. Pt current condition listed as fine.

Manufacturer narrative:
Sample not received by MFR yet. Photo was received of sample. DHR investigation did not show issues related to complaint. From the picture it was not observed the failure mode "clip not loading properly", no other failure modes were detected. The complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. However, we will continue to monitor and trend relating complaints.